Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having issue with the insulin pump's battery. The battery icon was showing incorrect readings. The insulin pump alarmed weak battery and failed battery test. The insulin pump had a blank display. The display returned after inserting a new battery. Customer's blood glucose level was not reported. The device was not returned.